Event description:
It was reported that during a dissection of rectum of ileal conduit, the firing force was higher than usual, but the device could be fired all the way to the tip. When the knife was returned and the device was released, it was found at the 1st stroke of the 1st firing that the intestine had only been cut and the staples had not been deployed and there was no suturing. The procedure was changed to an additional procedure that was a surgeon was called in to perform an end-to-end anastomosis by hand suture. There was no effect on the patient after the surgery. The sales rep interviewed the physician later with the demonstration device, "the firing knob moved forward all the way to the tip. The staples did not fall out into the surgical field¿ said. No further information is available.

Manufacturer narrative:
(B)(4). D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.